Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported intralipids leaking at the bifuse connection while connected to a patient. After tightening, blood backed up into the line. The bifuse and lipid tubing was changed. There was no report of patient harm.